Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), sensor failure message was displayed on the pump. The customer was advised that an alternate aline site should be used to transduce to the pump. They were unable to locate the red bp adapter or the pressure transducer cable for that. They would continue to look for the cables and we suggested that if they could not locate the cables, another catheter should be considered. The customer understood this and the call ended. At 227pm- gibson called from the ICU department reporting the same issue on the same patient- we advised him in the same manner as the prior call. A facetime call was made and suggested step by step as to the type of cables and placement of the cables needed to transduce the lumen. He would continue to try to locate the cables. Several minutes later gibson called back for help connecting and zeroing correctly as they had found both cables. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).